Event description:
One hour into procedure the pt coughed causing a bleed and the scope to become foggy, which necessitated converting to an open procedure. During open procedure a dural tear occurred, which was not attribtured to the instrument but which cause a significant delay.